Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that when starting to use the motor, the bur spins, wobbles and causes the motor to overheat pre op. The device had no contact with the patient. The procedure was completed with a back up device. There was no patient impact.